Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kl, unomedical. Troubleshooting was not performed. Customer reported a backlight anomaly. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1780kl. No product return is required for and unomedical.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. The pump failed the self test due to appearance of pump error 63. Test p-cap and reservoir lock properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed no relevant no delivery alarms on the event date of 24-jul-2024 in the pump history files and traces. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: scratched case, cracked case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and broken belt clip rails. No delivery/occlusion alarm was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted during visual inspection. Pump error 63 (variable #: 3) was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.